Manufacturer narrative:
The ge representative performed an on site investigation. The left monitor was replaced. The system was then found to be operating as intended.

Event description:
The customer reported, left monitor screen displayed an image and then went blank. No report of patient injury.